Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of contact with first responders, due to low blood glucose levels. The customer's blood glucose at the time of incident was 34mg/dl. The low blood glucose levels were treated with IV, glucose and drank a coke. Customer states she had a doctor's appointment coming up and would talk to physician about low blood glucose levels. Customer was advised to monitor pump and call back if further assistance is needed. Nothing is being returned or delivered.